Event description:
While the ventilator was on a pt, the unit went into an alert condition. The pt was removed from the ventilator without any change in therapy.

Manufacturer narrative:
Evaluation of the device has not been completed.